Event description:
Additional information received reported that the issue never resolved for the patient and the device was explanted. The patient does not currently have a device. The patient recovered after surgery and had "no issues". No further information was provided.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), product type lead; product ID 3777-60, serial# (B)(4), product type lead; product ID 3708160, serial# (B)(4), product type extension; product ID 3708160, serial# (B)(4), product type extension. (B)(4).

Event description:
It was reported there was erosion at the implantable neurostimulator (ins) pocket. The patient did not have any known titanium allergy. The patient was doing well for several months post-implant but then developed redness at the pocket. Patient was put on antibiotics and the device continued to erode. Ins was repositioned and healed up even but then started to erode again. The ins was revised again and ended up with erosion. Ins was removed. No active infection was determined. Leads were left in as there were no issues with the leads. The ins was helpful to the patient. It was noted the patient did have diabetes. No further information was reported.